Event description:
Healthcare professional reported left side exchange from textured to smooth. Healthcare professional later reported "rupture". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation:visual analysis of the photographs identified a device appears to be intact and have biological tissue next to device. Device labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold, missing and broken. A microscopic analysis was performed which identify sharp broken in the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the anterior side assessed as unidentified (tear) broken. Missing piece of the shell assessed inconclusive. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional additionally reported left side "any creases".